Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a black screen, other functions still work. Customer ordered and received replacement parts for the lcd unit and inverter board. The customer called back and said the inverter board did not work. Customer stated he is going to send the device in for repair but the device involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the bsm (bedside monitor) has a black screen, other functions still work.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) has a black screen, other functions still work. Customer ordered and received replacement parts for the lcd unit and inverter board. The customer called back and said the inverter board did not work. Customer stated he is going to send the device in for repair but the device involved in this event has not been returned to date to allow for an analysis to be performed. The unit was evaluated and the reported problem was duplicated. The lcd was replaced to resolve the issue. The unit has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.